Manufacturer narrative:
The customer report that the tubing set cracked and leaked was confirmed. The as-received samples were visually inspected for holes/tears in the tubing or damages to the components. No issues were initially observed. During functional testing a leak was observed at the engagement of the syringe and set's female luer lock components. Inspection observed a crack along the side of the set's female luer lock. No tool markings were observed around the observed damaged area and no other damages or other leaks were observed. It is unknown how the damage occurred. The root cause of the crack was identified to be a result of internal stresses created during the manufacturing process.

Event description:
It was reported that during an infusion, the rn noticed a puddle of clear liquid on the floor next to patients bed. Upon inspection, it was noticed that the leak was coming from the connection between the IV fluid tubing and the pca tubing. The rn ensured that all the connections were tight, but the leak continued at the connection point. The rn obtained new IV tubing, new pca tubing & a new dilaudid pca syringe to replace the IV tubing set-up currently in use. The rn wasted the remaining dilaudid in the pca syringe and upon flushing the old pca tubing with 10cc nss, it was noticed that the normal saline was "squirting" out of the connection to the pca tubing. The rn completed clearing the pca tubing of any remaining dilaudid and left the syringes attached and retained the tubing sets for inspection. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: monoject syringe 30ml; 10ml bd syringe. The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an infusion, the rn noticed a puddle of clear liquid on the floor next to patients bed. Upon inspection, it was noticed that the leak was coming from the connection between the IV fluid tubing and the pca tubing. The rn ensured that all the connections were tight, but the leak continued at the connection point. The rn obtained new IV tubing, new pca tubing & new dilaudid pca syringe to replace the IV tubing set-up currently in use. The rn wasted the remaining dilaudid in the pca syringe and upon flushing the old pca tubing with 10cc nss, it was noticed that the normal saline was "squirting" out of the connection to the pca tubing. The rn completed clearing the pca tubing of any remaining dilaudid and left the syringes attached and retained the tubing sets for inspection. The customer further stated that there were no adverse effects caused to the patient from the event.